Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pcb - ventilator interface was replaced to resolve the issue. No report of patient involvement. Primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in mechanical ventilation was not available due to the faulty cvib. There was no patient involvement.